Event description:
The lead was partially explanted due to a report of j retention wire fracture without protrusion through the outer polyurethane insulation. A fragment of the lead tip remains in the subclavian vein. Explant method: intravascular, superior. Technique/tools: direct traction. No complications.